Event description:
It was reported that there was a gas leak from the needle shaft. A icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat renal cell carcinoma. During integrity testing for preparation, however, the needle started to make a hissing noise. Additionally, upon observation of the needle in the saline bath, two air bubbles were seen coming from the needle shaft. No visible damage was noticed. The needle was not used and was replaced with an icepearl needle to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park device evaluation by manufacturer: an icerod 1.5 cx 90 degree needle (29118248) was returned to the arden hills complaint investigation site (cis) for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were found. The needle was connected to the icefx console, and a two-minute confidence test was performed. A high-pitched noise was heard during the confidence test. Vibrations of the heat exchanger can be heard as kind of rattling or hissing sound. It is normal phenomena and does not affect any needle's performance or safety. No gas leaking was observed. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 19mm x 44mm, which is within specification for the icerod 1.5 cx 90 degree needle. A two-minute I-thaw cycle was performed, and no error messages were encountered. The I-thaw functionality worked in thawing the ice ball. The device passed the two-minute confidence test, produced an ice ball of sufficient size, and completed an I-thaw cycle with no abnormalities. Even though the noise was observed, an air leak along the needle was not, therefore the reported event was not confirmed.

Event description:
It was reported that there was a gas leak from the needle shaft. A icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat renal cell carcinoma. During integrity testing for preparation, however, the needle started to make a hissing noise. Additionally, upon observation of the needle in the saline bath, two air bubbles were seen coming from the needle shaft. No visible damage was noticed. The needle was not used and was replaced with an icepearl needle to complete the procedure. There were no patient complications reported.